Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days post device replacement procedure, intermittent pacing failure was observed on ECG. There was an increase in threshold and pacing lead impedance on the ventricular lead. Device was reprogrammed but same issue was noted again on ECG. Threshold was also further increased. There were no adverse consequences to the patient due to this event. Device anomaly was suspected. Device was replaced. Lead was tested and normal measurements were observed. Physician decided to electively replace the lead too. There were no adverse consequences to the patient during and post procedure.

Manufacturer narrative:
The reported field event of intermittent lv output, high pacing lead impedance and high theshold was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.